Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported experiencing elevated blood glucose levels in the 300's mg/dl. Patient's normal blood glucose range is 60-120 mg/dl. Patient stated he injected by syringe to reduce his blood glucose level and changed the infusion set. Patient reported he never noticed the infusion set cannula being bent or damaged. Patient reported one incident where insulin leaked at the infusion headset. Patient stated he noticed because his shirt was wet. Patient reported there was no blood at the infusion site. Patient used the insertion assist plus device to insert the infusion sets the majority of the time. Reviewed insertion site rotation. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.